Event description:
It was reported that there was a patient notifier delivered for an increase in defibrillation impedance on the right ventricular (rv) lead. It was suspected that tissue encapsulation of the lead tip was the result of the increased impedance, however, this was unable to be confirmed. No intervention was performed at this time. The patient was stable and will continue to be monitored.